Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to increase stimulation and there were out of regulation (oor) issues. The rep performed an impedance check and electrode 0 was > 40,000 which was used in the patient's programming. The rep reprogrammed around the high impedance and the patient was able to increase stimulation and was getting good coverage. The rep said the cause of the high impedance was unknown. It was noted the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.